Event description:
The issue occurred in a (B)(6), a bath system for assisted bathing. It was reported from the customer that a resident has cut the leg on a broken shower handle holder. Ref # 9611530-2013-00047.